Event description:
It was reported that the pump was leaking from reservoir cover. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that the enclosure was dirty and scuffed with label residue left on the enclosure. The water tank cover was also cracked. The line cord looked old and worn with the pole clamp and main block being dirty. Further visual inspection showed that the reflux plug was missing. Functional testing consisted of filling the tank with water, plugging the line cord in, and turning the power on. This testing duplicated the reported problem by the customer. The root cause of the reported issue was found to be a crack in the water tank. Repair was deemed unnecessary due to the age and condition of the device. Unique identifier is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).